Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the home patient (hp) had peritonitis. The hp stated he had peritonitis and the clinic gave him bags to keep in the refrigerator. Additional information received by global pharmacovigilence indicates on (B)(6) 2012, the patient reported that on an unknown date in 2008 the patient began peritoneal dialysis therapy (pd) nightly. On (B)(6) 2012, the patient was hospitalized for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. The peritonitis event was ongoing and improving. The patient remained on pd therapy with no change to dosage. The patient stated that the event of peritonitis was not related to baxter products. The patient reported that he believed it was caused by the patient touching his catheter. The patient was retrained at the pd clinic. No further information was given. Upon follow up on (B)(6) 2012, the nurse reported to global pharmacovigilence that on (B)(6) 2012, the patient was hospitalized for peritonitis. On the same date, the nurse reported that a cell count, gram stain and pd effluent culture was performed. She stated she was uncomfortable providing further information regarding this patient to baxter healthcare. No further information was given at this time.

Manufacturer narrative:
(B)(4). This complaint cannot be confirmed as no samples are available and no issues relating to this complaint were noted. No root cause relating to the manufacturing process has been determined. A batch review was conducted on potentially associated lot 11h24h25 and no issues were found related to the reported condition during the manufacture of this lot. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the touch contamination reported by the patient.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis report.